Event description:
The customer states that one patient sample generated an axsym toxo igg assay result of >300 iu/ml. The next sample immediately following generated a result of 55 iu/ml. This second sample retested at 0.1 iu/ml. The customer re-installed the same sample probe and retested the samples in the same sequence and this time the second sample generated a negative result. The customer noted that the only difference was the initial results were generated with the axsym analyzer fully loaded; the repeat testing had only the two samples on-board. There is no sample left for further testing. No suspect results were reported from the lab and there is no sample left for further testing. There is no impact to patient management reported.

Manufacturer narrative:
This report is being filed on an international product, list number 9k08 that has a similar product distributed in the us, list number 3b22. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation consisted of the testing of a retained sample (B)(4) of the axsym toxo igg reagent, list number 9k08-20, lot number 68772hn00 (which is equivalent to 68772hn01). All specifications were met, e.g., all values for the axsym toxo igg controls were well within the specifications as stated in the axsym toxo igg reagent package insert. The cv value was 6% for 10 consecutive replicates of the negative control. Additionally, all ten replicates of the negative control tested alternately after a replicate of axsym toxo igg calibrator f (300 iu/ml) simulating a high positive sample resulted negative as expected with values between 0.0 and 0.1 iu/ml. Furthermore, a panel used for determination of the assay specificity of the reagent was tested in replicates of three. All three values for this panel were well within the manufacturing release specifications. No erratic result was obtained. There was no indication that the axsym toxo igg reagent, list number 9k08-20, lot number 68772hn01 displayed an unusual performance. Also, as part of the investigation, a review was conducted of the complaint and manufacturing records for axsym toxo igg, list number 9k08-20, lot number 68772hn01. This review did not identify any problems relating to the customer's observation. The customer's issue is addressed in the abbott axsym system operations manual, volume 2, section 10, under observed problem, results erratic, discrepant, and/or experiencing imprecision, where probable causes and corrective actions are listed. Also, the axsym toxo igg, ln 9k08-20, package insert (B)(4) provides instruction on sample preparation and handling. The investigation demonstrated that the axsym toxo igg assay is performing within its intended use, label claims and specifications. No deficiency related to the performance of the device was identified. This is a final report.